Event description:
The customer reported the system locked-up and would not reboot. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. However, the service rep replaced the general interface board and strapped the incoming power. The system was operating as intended.